Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 110 mg/dl, 87 mg/dl, and 60 mg/dl. Customer was feeling shaky with the readings. She ate breakfast after the readings and began to feel better immediately. No adverse event reported. Requested return of suspect device and replacement was sent.